Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There are no signs of breaks/fractures at tip. Analysis showed the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Glue failure and cap wear are observed leading to misalignment of the glass and metal cap. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. This would cause reduced vaporization efficiency. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, there are no signs of break/fractures at tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber tip broke after 85,457 joules and 9:20 minutes of fiber use during photoselective vaporization of the prostate procedure. The procedure was converted to turp. There was were no patient complications.

Event description:
It was reported that the fiber tip broke after 85,457 joules and 9:20 minutes of fiber use during photoselective vaporization of the prostate procedure. The procedure was converted to turp. There was were no patient complications.